Manufacturer narrative:
The analysis of the computer for the navigation system was completed by medtronic personnel analysis. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. It was reported that the computer fan was cycling on and off. To restore functionality, the computer for the navigation system was replaced. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect computer for the navigation system has been received by the manufacturer for evaluation. However, results are not available at this time.

Event description:
A medtronic representative reported that, while loading an exam onto the navigation system, the system became unresponsive. After restarting the navigation system, the system displayed there was no input. A second restart did not restore functionality to the system. There was no patient present when this issue was identified. No additional information was provided.